Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was unknown. The customer reported that the reservoir lip ring was chipped off. The customer reported that the reservoir was not able to lock in place. The customer reported that the insulin pump was unresponsive to brand new batteries. The customer reported that the insulin pump had keypad anomaly and had to press the buttons multiple times to make it respond. The customer also reported that the insulin pump had unexpected restarts on the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify a21 alarm due to buttons not responding. Insulin pump received with cracked battery tube threads and cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.